Event description:
It was reported that patients implantable pulse generator (ipg) will not hold a charge and needs to charge more often. It was noted that patient was not able to get enough pain relief and needs a magnetic resonance imaging (MRI) compatible type of device. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy. No device malfunction was suspected.